Event description:
The patient underwent a routine heart transplant. Regarding transplant procedures in japan, currently, there is no rule for transplant due to device malfunction or secondary factors. There had been no reports of problems with the device operating.

Manufacturer narrative:
Section a2: patient age corrected. Section d4: primary UDI corrected. Section d9: corrected. Manufacturer¿s investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , found no device-related issues. The pump was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. Distal portions of the driveline were returned measuring approximately 9.5¿ and 9.0¿. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 0.5¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. Approximately 0.5¿ of the sealed outflow graft bend relief was returned in place with the sealed outflow graft bend relief collar secured. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no relevant deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and heartmate ii lvas patient handbook, rev. B, are currently available. No specific device-related issues or adverse events were reported in association with the routine transplant; however, the heartmate ii lvas IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent heart transplantation and pump extraction on (B)(6) 2025. The pump would return.